Event description:
It was reported that, during a meniscal repair procedure, the fast-fix anchors (t1 & t2) deployed simultaneously. Both anchors were retrieved from within the patient. There was a backup device available. No significant delay in or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, device deployed both ts at the same time. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. Multiple trigger advancements. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.